Event description:
On (B)(6) 2025, a 64-year-old male with a past medical history significant for tobacco use, coronary artery disease with prior stent placement, hyperlipidemia, and hypertension presented to the hospital with an st-segment elevation myocardial infarction. The patient was found to have in-stent restenosis of the left anterior descending coronary artery and underwent percutaneous transluminal coronary angioplasty of the left anterior descending coronary artery. An impella device was placed at the conclusion of the procedure. Following the procedure, the patient was admitted to the intensive care unit, where he became agitated and required endotracheal intubation. Laboratory testing demonstrated an activated partial thromboplastin time greater than 120 seconds. A hematoma was noted at the vascular insertion site at this time, which resolved with manual compression. On (B)(6) 2025, the patient underwent pericardiocentesis for a pericardial effusion. He also developed renal failure requiring renal replacement therapy and thromboycytopenia. The impella device was successfully explanted on (B)(6) 2025.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.